Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit. The blood glucose reading was 10.6 mmol/l. The caller stated that he received an alarm indicating that he needed to change the battery, and he noted that he had left the battery out for more than 10 minutes in the process. The caller was unable to clear the alarm using the keypad. Upon troubleshooting, the alarm was not resolved with another battery replacement either. Advised replacement of the insulin pump. Nothing further reported.